Manufacturer narrative:
B5: information added. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism and st segment elevation occurred. A concomitant atrial fibrillation ablation and left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. A minor pre existing pericardial effusion (pe) was noted on tee. During the laa closure procedure, a watchman trusteer access system (was) was positioned, and fluoroscopic imaging of the laa was obtained. The pigtail catheter was then removed, and the 20mm watchman flx pro delivery system and closure device (wds) was inserted. Immediately following deployment and the tug test of the wds, st segment elevation was observed. The physician performed a full recapture of the wds, and tee imaging confirmed the pre existing minor pe remained unchanged. Nitroglycerin was administered, and the patients symptoms resolved within minutes. The wds was subsequently redeployed successfully. Post procedure fluoroscopic imaging revealed the presence of air within the left atrium (la). The air embolism resolved, and no additional intervention was required. The procedure was concluded and the patient is expected to fully recover. The patient was admitted for observation. In the physician's opinion, air was introduced into the la mid procedure. It was further reported the patient was admitted overnight and then discharged the following day post index procedure, neurologically intact and no symptoms. The staff has hypothesized that the wet to wet connection with the watchman devices may have happened too rapidly and believe that this is how the air was introduced.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism and st segment elevation occurred. A concomitant atrial fibrillation ablation and left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. A minor pre existing pericardial effusion (pe) was noted on tee. During the laa closure procedure, a watchman trusteer access system (was) was positioned, and fluoroscopic imaging of the laa was obtained. The pigtail catheter was then removed, and the 20mm watchman flx pro delivery system and closure device (wds) was inserted. Immediately following deployment and the tug test of the wds, st segment elevation was observed. The physician performed a full recapture of the wds, and tee imaging confirmed the pre existing minor pe remained unchanged. Nitroglycerin was administered, and the patients symptoms resolved within minutes. The wds was subsequently redeployed successfully. Post procedure fluoroscopic imaging revealed the presence of air within the left atrium (la). The air embolism resolved, and no additional intervention was required. The procedure was concluded and the patient is expected to fully recover. The patient was admitted for observation. In the physician's opinion, air was introduced into the la mid procedure.